Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous ICD exhibited high out of range shock impedance measurements. A non functional defibrillation circuit was suspected and replacement recommended by technical services. Prior to intervention, visual check and interrogation confirmed the high values however, x-ray imaging was unable to identify any system anomalies. Additionally, no macroscopic issues were observed during the revision as such, the entire system was explanted and replaced. No resulting adverse patient effects were reported and the product was later returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous ICD exhibited high out of range shock impedance measurements. A non functional defibrillation circuit was suspected and replacement recommended by technical services. Prior to intervention, visual check and interrogation confirmed the high values however, x-ray imaging was unable to identify any system anomalies. Additionally, no macroscopic issues were observed during the revision as such, the entire system was explanted and replaced. A return for analysis is expected. No resulting adverse patient effects were reported.